Manufacturer narrative:
The insulin pump was received with blurry display when pressing the button due to lcd cold solder joint. However, the insulin pump passed the operating currents test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the screen on the customer's insulin pump was blurry and only two numbers were visible. The customer's blood glucose level was 269 mg/dl at the time of the incident. The customer did not return the product back for analysis.